Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device prompted an "attach pads" message; however, the pads were attached to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.